Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; left iliac limb occlusion of the main body, circumferential thrombus in suprarenal cuff (reported in a separated report) and main body (inadequate stent graft patency), and right to left femoral-femoral bypass. Additionally there was evidence to reasonably support the following observations; right iliac limb stenosis, non-endologix stent placed, and left limb ischemia. The most likely cause of the inadequate stent graft patency of the right iliac limb and the occlusion of the left iliac limb was related to the small aortic bifurcation and calcifications at the bifurcation and proximal common iliac arteries. The most likely cause of the inadequate stent graft patency of the suprarenal cuff and main body could not be determined. Associated clinical harms included: ischemia, claudication, stenosis, thrombus, occlusion, secondary endovascular procedure (right iliac limb non-endologix stent placement), and additional surgical procedure (fem-fem bypass). The final patient disposition was discharged home on post-operative day one in good condition. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient presented symptomatically and it was discovered that the patient had a left iliac limb occlusion and abundant thrombus inside the graft. Patient reported to be in good condition. During clinical evaluation that was completed on (B)(6) 2018, it was confirmed through medical records that the patient had a re-intervention on (B)(6) 2017 where a non-endologix stent was placed. Patient was discharged home on (B)(6) 2017. No additional patient sequalae has been reported.